Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, there was insulation damage noted on the right atrial (ra) lead. The insulation break was repaired, the ra lead remained implanted, and the patient was stable. All electrical parameters were stable and in range.